Event description:
The hospital reported that on several occasions during coronary artery bypass procedures, the blower mister had an inconsistent and inaccurate spray from the nozzle tip. Replacement devices were used to complete the procedures. The hospital did not report any patient effects. The hospital will reportedly not be returning the products in question. The hospital was unable to provide the event dates or lot numbers.

Manufacturer narrative:
Since the devices are not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review could not be performed as the product lot numbers are unknown. (B)(4).